Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they were unable to rewind and the insulin pump alarmed pump error 37. Customer's blood glucose level was 230 mg/dl. The customer was in the hospital due to ammonia. Her hospitalization was not diabetes related. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The motor was tested outside of the device and passed. However, multiple pump error alarms were found in the long trace file. The motor may have had an intermittent failure that was not detected during testing. The device had a scratched casing, minor scratches on lcd window, pillowing keypad overlay, and corrosion on the force sensor assembly.